Manufacturer narrative:
Additionally mdrs associated with this event: 3025141-2018-00241: plate; 3025141-2018-00243: screw 2.

Event description:
While implanting a polarus 3 posterior plate, the surgeon experienced that two 4.3mm screws did not fit in the plates holes. The plate and screws were successfully replaced with new ones . There was a 15 minute delay in surgery as a result.